Event description:
It was reported that the keypad buttons are unresponsive after swimming with the pump. The patient reports that she has not gone on a back-up plan and is off of the pump. The patient's blood glucose is 344mg/dl, with no symptoms. This report is being made due to the allegation of an unresponsive keypad.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeling. A damaged keypad will permit contamination to permeate the button contacts negatively impacting button function. The damaged keypad should be obvious to the user and should alert the user to discontinue use of the pump. The keypad buttons were found to be unresponsive to presses. The keypad was removed and corrosion was observed under the button contacts. Unrelated to the complaint, the battery cap threads were found to be stripped and the battery compartment was found to be cracked; corrosion was present in the battery compartment and the battery cap failed to maintain an electrical connection. A test cap was inserted for testing and the pump powered properly without alarms. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.